Event description:
It was reported that during a vault alif procedure performed on (B)(6) 2014, while implanting the plate/cage assembly, the tip of two universal drivers broke off in the head of the screw during insertion. The screws were removed and replaced with other screws and driver that were readily available. No significant delay was incurred.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.